Event description:
Following set-up of pump for spine surgery and placement of catheters, pt experienced numbness in both legs, with only slight tingling in toes. Pump was discontinued, and about an hour later, all feeling returned to pt's limbs. No adverse event occurred. Date of event: week of (B)(6) 2010.

Manufacturer narrative:
No sample was received for eval and investigation. Without the actual product or lot number, a complete analysis cannot be conducted. No info was provided that indicated that the pump contributed to the condition experienced by the pt. If add'l info becomes available in the future, we will reopen this complaint.